Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the physician encountered a problem with the setscrew. The physician elected to remove the implantable cardioverter defibrillator (ICD) and implant a new device. No patient complications have been reported as a result of this event.